Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx des was implanted in the rca. During a staged procedure two resolute onyx des were implanted in the lad. Cec adjudicated non-q-wave target vessel mi, 3rd udmi peri-pci of the lad occurred one day post staged procedure, approximately 28 days post index procedure. No action was taken. The patient is recovered.